Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reportedly was eventually able to reprime line and complete treatment with assistance from baxter tech. No pt injury or medical intervention required per hp.